Event description:
It was reported the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon inspection, a cylinder rupture was identified however, its cause was not elucidated. The patient was stable and improved following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the hole identified during cylinder analysis was consistent with explant damage. Product analysis was unable to confirm the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the device was thoroughly analyzed. Visual inspection of the cylinders identified a leak in cylinder 1 consistent with sharp instrument damage at explant. The hole had broken fabric treads in the rear tip bond. Cylinder 1 could not be pressure tested due to the identified leak. Visual inspection of cylinder 2 did not identify any leaks and performed within specification. The pump was visually tested, not revealing any leaks. Contamination was identified inside the pump, preventing the component from being tested. Visual inspection of the reservoir revealed wear at fold in the shell adapter junction; however, this wear would not affect the functionality of the device. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later a replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon inspection, a cylinder rupture was identified however, its cause was not elucidated. The patient was stable and improved following the procedure.